Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 348 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. The download data from the pod also showed that no hazard alarms had been generated by the pod. Inspection found no issues that would result in the generation of a hazard alarm.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the patients blood glucose level had rose to 400 mg/dl. The patient reports receiving a hazard alarm during operation. In addition, the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.